Manufacturer narrative:
(B)(6). (B)(4). Device not available for evaluation. Hence, it is difficult to draw any conclusion.

Event description:
It was reported that intra-op, the cutter did not function properly while attached to the drill. The cutting blades rotated irregularly and then not at all. The product came in contact with the patient but it did not break. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional info: product analysis :visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material wear. The location and nature of the wear is consistent with instrument usage; this instrument is a single-use instrument. The above observations are consistent with anticipated wear.